Event description:
Info received on 5/14/97 indicates an ipp device was implanted on 4/28/97. Info acquired on 5/29/97 indicates an ambicor device was removed from the pt on 4/28/97 due to erosion/fistula. Unable to obtain additional info.